Event description:
Pt scheduled to undergo cystourethroscopy, with bilateral ureteroscopy and pyeloscopy; with laser lithotripsy including insertion of indwelling ureteral stent. Intraoperatively following left orifice entry 70 micron agility laser fiber was used and the silicone glass tip of the laser fell off in a calyx which was removed in it's entirety with the end gage basket and then verified with pyeloscopy and ureteroscopy. Upon entry to right brand new 270 micron agility laser fiber with a different lot number was used and again the silicone glass tip of the laser fell off in a calyx which was removed in it's entirety with the end gage basket and then verified with pyeloscopy and ureteroscopy. There was no patient injury noted with the malfunction of the product. Pt code: 4582. Device code: 2907. Ref: mw5187037.